Event description:
Journal reference: r.g. Bittar, et al. "Thalamotomy versus thalamic stimulation for multiple sclerosis tremor." Journal of clinical neuroscience - official journal of the neurosurgical society of australasia. 2005; 12(6): 638-42. This article examined the relative efficacy and adverse effects of thalamotomies versus thalamic stimulation in 20 pts with intractable multiple sclerosis (ms) tremor. Deep brain stimulation was administered to 10 pts and thalamotomies were performed on the remaining 10 pts. Reportable events: the 3387 lead (n=1) - one pt experienced temporary monoparesis which resolved over several weeks. Unk device (n=1) - one pt presented with a wound infection that resolved. The 3387 lead (n=1) - one pt experienced a permanent neurological deficit of monoparesis.

Manufacturer narrative:
This report is being filed under exemption. See scanned pages.